Event description:
It was reported that device had a power on reset. The device was reset and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for mem test occurred on (B)(6) 2011 21:36:00, parity buffer 1 addr=3b80, data=27. One patient alert for device circuit error occurred on (B)(6) 2011 21:36:00. Diagnostic information is consistent with the event.